Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back repeating previously reported symptoms. The patient reported they had the interstim implanted for bladder incontinence but lately they could not seem to have a bowel movement for five days and they wanted to know if the interstim could be the cause. The patient reported this started after they changed programs; they had pain in their private area so they changed programs again hoping that would help. The patient stated they eat a high fiber diet, don't eat fast food and drink at least half a gallon of water per day, and the patient felt that they were retaining an adequate amount of water. It was reviewed with the patient that the potential adverse effects to bowel were a possible risk with interstim therapy and reviewed option to turn therapy off until the patient could consult with their managing healthcare provider (hcp). The patient did not wish to do so. The patient mentioned multiple times throughout the call that they were under the impression they should call [the manufacturer] for all therapy concerns and programming questions. The role of [the manufacturer] was reviewed with the patient and they were redirected to their managing hcp. The patient stated they had an upcoming appointment on wednesday.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having a return of symptoms. The patient stated that it was working quite well for about 4 weeks, and bowels have been a lot better too, but not working now. The patient stated that they drink water and will be going to the bathroom immediately. The patient also stated that they felt like they had to rush to the bathroom. The patient also mentioned that they are getting a burning sensation. The agent reviewed the desired stimulation sensation and also reviewed programming options. The agent documented reported events. The reason for the call was the patient said the device was doing fine until the healthcare provider gave them permission to go back to their normal activities. The patient said they are a very active person and swim and lift weights. The patient asked if the stimulator gets affected by the activities they are doing. Reviewed activity guidelines. The patient also said they have an ache at the ins site that they described as a "toothache". The patient said they went to the dr yesterday because they are pretty sure they have a uti. The patient will get the results tomorrow. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.